Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed that patients leads migrated. As a result, surgical intervention was undertaken on (B)(6)2024 wherein leads were explanted, replaced and repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.